Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: 01/06/2017. The incident sample was requested but the customer has indicated that it is not available for return. A review of the device history records for this lot found no potentially contributing factors from the manufacturing process. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a hysterectomy, the device activated after being placed on a table. Without the device being touched, the connected generator gave an error message stating invalid handpiece and unable to seal.

Manufacturer narrative:
One used lf4318 ligasure device was received, and evaluation of the returned sample could not confirm the reported issue. Visual inspection of the device found no defects. The device was activated multiple times on simulated tissue, pressing the button in various locations to detect any activation issues. All seal cycles were completed satisfactorily and end tones were heard each time. A visual seal effect was observed for each application. The investigation found the device to function normally and within specifications.